Event description:
A patient reportedly was unable to read one touch basic display properly. Patient reportedly felt "light-headed, really dizzy and real excited". Patient's daughter (contact) was not aware of the kind of display issue. Patient could not get a reading on the meter. Patient's daughter was going to take patient to the hospital since patient was not feeling well. Patient had drank some water and ate an orange at home. No further information has been reported.